Manufacturer narrative:
No anomalies found by review of device history record. Product met all specifications when released. An internal investigation has been initiated by the manufacturer for this reported issue. Software functionality is under review, for planning of treatment of non-company manufactured lenses, to understand the introduction of unintended arcuate/limbal relaxing incisions by way of inadvertent activation of a function when user clicks dedicated items in treatment planning. (B)(4)

Event description:
A technician reported after pulling up the plan on the system prior to laser assisted cataract surgery, the plan had arcuates that could not be turned off. The case was completed conventionally and without incident.